Manufacturer narrative:
(B)(4) follow up MDR for device evaluation: no photographic evidence or physical samples were submitted for the investigation concerning the reported issue. A thorough review of the history of syringe 20ml ls lot 2401123 was performed, revealing no deviations or non-conformities associated with the alleged defect. Six retained samples were evaluated, and visual inspections indicated that none of the reported defects could be replicated. The retained samples were connected to a needle, allowing liquid to flow through without any obstruction or damage, further confirming that the defect could not be reproduced. The product is subjected to inspections at multiple stages of the manufacturing process to guarantee its quality and functionality. Upon analyzing the customer's account of the incident, it appears that the needle utilized during the procedure may have been blocked. Consequently, when attempting to expel the liquid from the syringe, the excessive pressure likely led to the rupture of the syringe. Based on the available information we are not able to identify a root cause related to the syringe at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
During normal compression of the syringe used to deposit needle aspiration cytology material on the slide, the syringe, possibly due to a needle obstruction. Exploded. Lake soiled with biological material, was thrown forcefully against the tabletop and bounced and fell to the floor grazing the operators present but without injuring or hitting no one.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.